Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted. In the afternoon of (B)(6) 2024, the patient received an alert when the cgm was reading 60 mg/dl from her dexcom receiver, but no bg meter comparison was taken at this time. The patient was experienced shaking and sweating and the patient called her doctor to get additional help. The doctor advised the patient that a nurse would call an ambulance for the patient. While in the ambulance, the patient was treated with intravenous insulin and a bg was checked through her finger, but no bg and cgm reading were documented. Around 5:00 pm, the patient arrived at the hospital, and a fingerstick measurement was taken but no bg and cgm reading were documented. At the hospital, the patient was treated with intravenous insulin. Around 9:00 pm, the patient was discharged from the hospital. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. There were no reported glucose values available to search within the parkes error grid calculator when the patient was tested on the ambulance and at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.